Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. Also received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was not performed. The device was returned for analysis.